Event description:
The customer reported that while using her coaguchek xs meter (serial number (B)(4)), she obtained a result of 4.8 inr at 4:37 pm. She tested twice more and obtained a result of 5.1 inr at 4:40 pm and 2.9 inr at 4:50 pm. All tests were from separate fingers. It was reported that the physician asked for a laboratory confirmation of the results. The customer believes the laboratory result was 3.3 inr. The customer's medication was not changed based on the meter results. The customer's therapeutic range is 2.0-3.0 inr. The customer does not have any antiphospholipid antibodies. The customer is feeling good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. However, the strips will not be returned as she no longer has the bottle of strips from the reported test results.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The customer did return the meter and it was tested with masterlot strips in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between the measurements. There were no error messages that occurred. The returned meter and the masterlot strips met the specification. The complaint has not been substantiated. The customer did not have the bottle of strips to return.